Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not rewind. They also reported that they received a weak battery alert. They reported that it happened multiple times. A bolus stopped and weak battery alert was found in the alarm history. The customer's blood glucose level was 115 mg/dl. The device was returned for analysis.

Manufacturer narrative:
The insulin pump motor function properly and no rewind anomaly noted. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected weak battery or bolus stopped alarm noted. Device had minor scratched lcd window and cracked reservoir tube lip.